Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was not able to see the screen and states there were lines going across it. Customer was unable to read screen from back of pump or screen they was able to read off of the box. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, there were horizontal white stripes covering the entire lcd display. The device was unable to display text whatsoever. Per visual examination there were cracks within the lcd display itself. Unable to perform displacement, or self tests due to the cracked lcd display.